Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an x-smart contra angle won't hold files; no injury resulted.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
Device was received and inspected. Inspection/investigation results for this are: received = 1x x-smart cartridge h1004c5210150; 1x x-smart head cap h1004c5210500; 1x x-smart neck h1004c5470220. X-smart neck: other rotation not fluid. Replaced 1x x cartridge h1004c5210150; 1x x neck h1004c5470220. 1x x head cap h1004c5210500